Event description:
Caller reported presence of air bubbles and gaps in the system, specifically located in the tandem mobi cartridge, which occurred during pumping and not during the load sequence or tubing fill. There was no adverse impact to the customer's blood glucose level. Resolution involved eliminating large air bubbles and gaps, allowing the caller to resume insulin therapy, and the caller acknowledged and understood the steps taken.